Event description:
The physician was attempting to deploy a 2.5mm diameter x 26mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion located in the lcx with 95% stenosis. It was reported that the stent could not pass the lesion. The lesion was post dilated and was re-inserted, however, it still could not pass the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. Device evaluation: a number of struts on the 3rd distal segment were raised and pulled distally. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Results: stent deformation and failure to deliver device, patient lesion morphology; 95% stenosis. Conclusion: patient lesion morphology; 95% stenosis. (B)(4).